Manufacturer narrative:
(B)(4). Method: the complaint opt544 adult optiflow cannula was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Therefore, this investigation is based on the information provided by the hospital, previous investigations of similar complaints and our knowledge of the product. Results: the hospital reported that the opt544 adult optiflow cannula was damaged during use. No further information was provided by the hospital. A lot check revealed no other complaints of this nature for lot 140505. Conclusion: without the return of the complaint device we were unable to confirm the problem reported by the customer. If the complaint device was returned, it would have been visually inspected for the reported damage. Previous investigations suggest that the tubing may have become damaged due to pulling or stretching of the tube. The opt544 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. The interface is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the interface is discarded. The user instructions that accompany the opt544 adult optiflow cannula state: "do not crush or stretch tube."; "before connecting to patient, check for adequate gas flow and ensure that the system has warmed up."

Event description:
A hospital in (B)(6), reported that the tubing on an opt544 adult optiflow cannula was damaged during use. No patient consequence was reported.

Event description:
A hospital in (B)(6), reported that the tubing on an opt544 adult optiflow cannula was damaged during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are in the process of gathering further information from the hospital regarding the reported event. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.